Manufacturer narrative:
Customer stated that both containers have holes in it. Customer was sent replacement.

Event description:
A customer contacted beckman coulter inc., (bci) stating that wash concentrate ii solution was leaking onto the synchron cx7 delta compartment. No injury was reported on this issue.